Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 280 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer did not experience a state of diabetic ketoacidosis. Customer was wearing the pump at the time of hospitalization. It is unknown what caused the high blood glucose. The customer did not return the product back for analysis.